Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. Vessel morphology was severely tortous. It was reported approximately 32 months post stent graft implantation the CT demonstrated that stent graft has migrated 4 cm, resulting in a slight type I endoleak. It was reported that the pt's aortic neck had dilated due to disease progression. The physician has elected to monitor the pt and the size of the aneurysm; currently the aneurysm has not changed in size. No additional clinical sequale were reported and the pt is fine.